Event description:
Customer's parent called to report high blood glucose. It was stated that customer had several bent cannulas. Troubleshooting was performed. Pump passed the test but this insulin did not exit. Customer reverted to a back up plan. Device was not dropped, bumped, or exposed to moisture.